Manufacturer narrative:
(B)(4): (dissection).

Event description:
A 2.75mm x 14mm endeavor sprint rx stent was deployed in a pt. It was reported that the procedure was complicated by the occurrence of a dissection. It is unk if the dissection was treated. An attempt was then made to implant a 2.5mm x 18mm endeavor sprint rapid exchange (rx) drug eluting coronary stent in the proximal circumflex of a pt, however, it was reported that the stent dislodged in the left main inside a previously deployed stent. It is also unk if any intervention was performed to retrieve the dislodged stent from the pt. The physician indicated that the stent dislodgment was related to the lesion complexity and was not device related. The relationship between the dissection and the study stent or procedure was not assessed. No other clinical sequelae were reported. Reference MFR report number 9612164201100231.